Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported cloudy cornea and high laser energy with unknown eye of a patient, after surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfile for the possible day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user performed gas change, skipped scanner test and performed the necessary energy check, eye tracker and fluence test without any issue. The logfile shows eighteen successfully performed treatments. The reported treatments could not be identified in the logfile, due to missing treatment reports. The energy checks on the treatment day were performed. No technical problem can be identified during logfile review, therefore no malfunction is confirmed. The actual impact on patients of the missed energy checks (as recommended in user manual) and of the energy level increase is unknown, no clinical data has been provided, therefore root cause cannot be concluded. Based on the provided information d the root cause could not be identified conclusively by the investigation. The manufacturer internal reference number is: (B)(4).